Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c08c implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the issue was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they spoke with the healthcare provider (hcp). The hcp reported they removed the battery and lead on (B)(6) 2025. The hcp stated it was warm to the touch when they removed it, "warmer than the human body¿. The hcp asked for it to be saved to be returned, and they would ask to see if someone still had it or if it got thrown away or not. If it was at the hospital, the rep stated they would pick it up and send it in for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing pain and discomfort/soreness/pinching/aching/pressure. The patient reported severe pain, zapping, heating, and a bruising feeling at their battery site. The patient was instructed to turn their interstim off, and the zapping stopped. However, the heat/bruising pain was still there. The patient would apply ice. The patient's implanter was notified, and they would check on the patient. The rep stated they would see the patient in the clinic on monday, (B)(6) 2025, to check a lead impedance and see if they could uncover any reason for the patient's symptoms. This had been going on for two days consistently, but the patient stated they started getting weird feelings about 1.5 weeks ago. The patient had not fallen or had anything happen to cause damage to the stimulator.